Manufacturer narrative:
Analysis found that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The cuff was inflated and deflated 5 times with no issue or leakage. The cuff is inflated and left inflated in multiple manufacturing steps; the cuff is leak tested with a fixture while submerged in water to detect smaller leaks (looking for bubbles); the cuff is dry tested using a fixture. The manufacturing instructions would have likely detected a leak if it was present. The instructions for use indicate that the cuff may leak over time and therefore monitor the cuff volume routinely to ensure an adequate seal is maintained. The product experience suggests that the behavior may be typical for the given the circumstances. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that there was leak on the tube cuff during the thyroidectomy procedure. The leak was not observable and was not discovered before intubation. The leak was discovered after the intubation because the cuff went flat as it leaked gradually. The tube was tested for leakage as stated in the manual. There was no intervention planned or performed. There was no procedure delay. The procedure was completed with backup product. There was no patient impact.